Event description:
It was reported that the handpiece was heating up while the equipment was being tested. This did not occur during a procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion on the motor, rotor, and bearings, which were each replaced along with other components. Service repaired and returned the device to the customer.